Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratches on reservoir tube window and stained end cap sticker.

Event description:
It was reported that the insulin pump had a loose drive support cap. The blood glucose reading was 168 mg/dl. Advised replacement of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.